Manufacturer narrative:
Visual inspection of the returned unopened sample identified a loose pull ring cap inside the unopened pouch. Functional testing including leak, clear passage, clamp function, and integrity testing was performed with no issues noted. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During sample evaluation of a returned transfer set, it was discovered that there was a loose cap inside an unopened pouch. There was no patient involvement. No additional information is available.